Event description:
A spike of a transfer set had come off from the sipke port. The date of how long the set was in use is unk. There is no pt injury or medical intervention according to the international affiliate.